Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was over 600 mg/dl with extreme thirst, excessive urination, vomiting and confusion. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that they were unable to prime and there were suspension issue with the pump. Troubleshooting revealed that the prime issue was the result of the pump in suspend mode and customer acknowledged that there were multiple suspend/resume of delivery. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a use error in that delivery was suspended multiple times and the customer was unable to prime due to the pump being suspended.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.